Event description:
The customer reported that the system will not boot up or power on.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that the workstation power supply and a.t. Motherboard were not functioning. The parts were not available. The customer was informed repair parts were not available and that this case was being marked as closed.